Event description:
A patient sample was tested for troponin (accu tni) and a result of 1.33ng/ml was obtained initially and a result of 1.55ng/ml upon repeat. The specimen was re-tested once more, on the same day, and an accu tni result was 0.03ng/ml. Two more samples collected from this patient on the next day gave results of 0.03ng/ml and 0.00ng/ml, respectively. The results were reported out of the lab. Patient was admitted for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was obtained in the ER in a lithium heparin collection tube with no gel separator. The specimen was centrifuged at 3,500 rpm for 10 minutes. The sample appearance was normal and had the proper fill volume. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2009 passed within specifications. A field service engineer (fse) was dispatched: the fse verified hardware and all verification testing met published specifications. No hardware issues were noted. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.